Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00478.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed ruby coils in the target vessel using a lantern. While advancing a new ruby coil, it became stuck inside of the microcatheter. Therefore; the lantern was removed with the ruby coil inside. The procedure was completed using new ruby coils with a new lantern. There was no report of an adverse effect to the patient.